Event description:
The two-tier lyme disease testing cost me my active life. This process was not FDA approved and should be fixed! Elisa tests are so inaccurate! I had dozens of elisas done when I was a kid and tested negative every time. If you don't test positive, they don't use western blot or any of the more accurate tests out there. I had a bullseye rash on my head and the hospital totally disregarded it. I went 10 years misdiagnosed without treatment for lyme or the dozen co-infections I contracted and never got tested for as a child. I suffered permanent brain damage, nerve damage, organ damage, all due to this failed two-tier testing. The whole system has failed and it stems back to these horribly inaccurate tests. A close friend oe mine had over 400 elisa tests done over the years and never got a positive. He was on his deathbed and finally found a doctor who gave him a spinal tap and found the spirochetes infecting him! This is how inaccurate elisa testing is! Millions are infected and the majority of them are not getting help, many of them don't even know they have it because of this two tier systems flaws. What we have here is the equivalent of the aids epidemic from the 80's and it needs to stop before even more start suffering and dying like they did back then. Millions are already suffering. Many have died not even knowing what killed them. People are being misdiagnosed with diseases like ms, fibromyalgia, chronic fatigue, als, etc. And they are suffering and dying from treatments that don't work because they got diagnosed with the wrong disease. The FDA has the power to stop these old, outdated, inaccurate tests and start helping people get the treatment they deserve! A disease that's infecting 300,000-1,000,000 us citizens annually deserves better, accurate testing. I truly feel that if change is not made soon, we will have a lyme revolution in the streets, same as the aids revolution of the 80's. There are over 300 known strains of borrelia and the elisa tests only tests for one of these! That's unacceptable! Help us! We're begging you! Stop this two-tier nonsense that the FDA never approved in the first place!